Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro self activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Device was returned to the factory for evaluation. Sign of clinical use were observed. A visual inspection was conducted. Charred blood and tissue buildup was observed on the jaws. The heater wire was flexed away from the center of the hot jaw and remained attached to the tip and base of the jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. We were unable to reproduce any electrical failure, based on the condition of the device as returned and the results of the evaluation, the reported failure for self activation was not confirmed, but was confirmed for analyzed failure "bent wire."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro self activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.